Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The dimensions were checked and found to be in accordance with the technical drawings of the producer and ao asif specifications. The examination of the raw-material inspection and mechanical properties of the commercially pure titanium were in compliance with ao/asif specifications and international standards for unalloyed titanium. The failure of the investigated plate was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the plate had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too.

Event description:
A device report from synthes (B)(4) indicated a hospital in australia reported: pt was implanted with va-lcp plate on an unk date. Device was implanted for approximately eight (8) weeks and pt has been in a cast for six (6) weeks. Two (2) weeks after pt had the cast removed, pt complaint of wrist pain to the surgeon. The plate broke post-operative. Pt did not report any falls. On an unk date, the pt was returned to the operating room for revision surgery. The plate was removed and pt was revised with another plate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issue were found.